Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the pulsing sensation was not determined. The pulsing sensation disappeared once the device was turned on and the amplitude on the device was increased. The pulsing and over discharge were resolved. The patients weight at the time of the appointment is unknown. The over discharge was reported to the attending nurse practitioner/physician assistant the day of the visit. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient¿s ins was overdischarged. The rep initially reported that the patient last charged 2 weeks ago, but then the patient reported it had been prior to april and then couldn¿t remember the exact date. C ommunication couldn¿t be established with the recharger or clinician programmer. The rep used antenna locate getting a range of values of 62-78 with an average around 76. The rep reported that when first attempting to perform antenna locate, the patient reported feeling a pulsing sensation as if the ins were on. The rep reported that it was a light pulsating sensation near the leads site and the patient stated this was the same sensation they usually felt in their legs when stimulation was on. The rep mentioned that the patient had lost weight. The rep was walked through the physician mode recharge (pmr) steps but the patient didn¿t have time to stay in office on the day of the report and would be returning on (B)(6) 2018. No further complications were reported.